Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2023 the patient underwent push enteroscopy/colonoscopy which showed a single medium-sized localized angiodysplastic lesion with active oozing in the cecum with three hemostatic clips placed. Additionally, a 7mm sessile polyp was found in the ileocecal valve and a 6mm sessile polyp was found in the ileocecal valve. The bleeding was resolved with clipping and multiple transfusions.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had gastrointestinal bleeding (gib).